Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually, the tube set does not reveal any anomalies. There was fluid in the tube set and near the filter indicating that the filter could have gotten wet during usage. If the filter is wet the pressure will not regulate in the tube set. The tube set was taken to a lab and connected to a furness leak tester. A leak test was performed and the tube set passed the leak test. This complaint cannot be confirmed. A batch record review has been conducted for this lot released for distribution and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed dis-similar complaints for this lot of devices that were released to distribution. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair surgery, it was observed that the fms vue irrigation tubesets filled up the reservoir automatically. It was reported that there might have been air in the cpc connector. All connectors were good fixed and it had no air inside. The surgeon used another lot of the inflow set to complete the procedure. The procedure was delayed by 15 mins. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.